Manufacturer narrative:
A visual examination of the complaint device revealed that the device was returned with extension tubing attached. The gauge was reading at 0 atm. Functional examination was carried out and the gauge needle did not move while the pressure was increased. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated however the needle of the gauge meter would not go up. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon was inflated however the needle of the gauge meter would not go up. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.